Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No battery alarms or button error alarms were noted. However, the insulin pump had intermittent button response due to corroded keypad traces. The device was also received with some cosmetic damage.

Event description:
It was reported that the customer received a button error alarm. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.